Manufacturer narrative:
Additional data:

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, white particle, non-penetrating nick, missing, broken shell. Leak test was performed and found opening on anterior and posterior and radius side. A microscopic analysis was performed which identify crease smooth opening on posterior. And identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on posterior due to a fold flaw opening and a striated edge opening on posterior and radius side due to surgical damage. Additional data: reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.